Event description:
It was reported by service report that there were no bed functions available because the fowler micro switch was out of adjustment. No patient involvement or adverse consequences are reported.